Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using covera vascular covered stent, the device allegedly had a launcher problem. Failure of the covera stent to descend into the artery due to a broken launcher. Removal of damaged device followed by placement of new covera stent which descended without difficulty. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using covera vascular covered stent. During the procedure, the device allegedly had a launcher problem. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was provided for evaluation. A gap was discovered between the grip shells of the handle. As one of the internal snap fit clips at the distal end of the green grip shell was broken, the grip shells could not be re attached. However, the gap did not affect the patency of the inner lumen of the delivery system; a guide wire could be advanced through the entire system without any problems. No indication for a manufacturing related cause could be found. In this case no indication for use of inadequate accessories or a difficult anatomy was reported. It was reported that the system could not be advanced due to a broken launcher, which may indicate the stability sheath of the delivery system getting broken or detached during preparation or during the attempt to advance the device to the target lesion. During evaluation of the returned delivery system one of the internal snap fit clips of the handle was found to be broken causing a gap between the grip shells. However, the damage identified did not affect the patency of the inner lumen of the delivery system. Based on sample evaluation the reported break of the delivery system is confirmed. However, the break did not affect the patency of the inner lumen of the delivery system. Therefore, the reported failure to advance the delivery system to the target lesion could not be reproduced. A definite root cause for the reported issue could not be determined. The intended use of the device to treat a false aneurysm represents an off label use. Labelling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed in the instructions for use (IFU). E.g., the IFU states: "examine the delivery system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the delivery system has been compromised, the device must not be used." Regarding difficulties during introduction of the delivery system, the IFU states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used". Based on the IFU, material required are "0.035 inch guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system, introducer sheath with appropriate inner diameter"; the packaging pictograms indicate the use of an 8f introducer. Regarding preparation, the IFU states: "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until saline drops from the tip of the system" and "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." G2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.